Event description:
A female pt experienced a small wound disruption approximately 11 days following hip replacement surgery. The pt was taken to the or and the incision was closed with metal skin staples under general anesthesia. There was no infection noted.

Manufacturer narrative:
The insorb subcuticular stapler has been used successfully to close hip replacement incisions at numerous facilities prior to this incident. We suspect that pt conditions, such as obesity, played a role in the operational context of this case.